Event description:
End user's caregiver alleges while client was sitting in his motorized wheelchair, he loosened his seat belt, fell asleep and allegedly slid out of the motorized wheelchair, allegedly injuring his spine.

Manufacturer narrative:
No malfunction of the motorized wheelchair suspected. The end user's caregiver reported that the end user loosened his seat belt, fell asleep, and then slid out of the motorized wheelchair.